Event description:
It was reported that "opened package for this head and the plastic was cracked, so compromised inner sterile barrier. Had another set, and used a different head, same size."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.